Event description:
The patient was admitted for a procedure in 2008, with a 95% heavily calcified lesion in the external iliac artery. It was noted that the vessel was tortuous. After the guidewire (brand unknown) crossed the lesion, it was pre-dilated and a smart control nitinol stent was delivered. During delivery, friction occurred between the smart control and the guidewire, inside of the sheath. As they could not move at all, both devices were pulled out. After removal from the patient, the stent was noted partially deployed. The procedure was completed with a different size procedure and with a stiffer guidewire. The physician deceived to change the wire as it could straighten the tortuous vessel and make it easier to track to the lesion. The procedure was successfully completed. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.